Manufacturer narrative:
(B)(4). Date sent 11/25/2025. D4 batch # unk. B3: exact date is unk. Assumed first day of the month. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is this file a duplicate of (B)(4)? Or did this event happened twice in two different patients/two separate events? Did the healthcare professional wait 15 seconds after closing the device before attempting to fire? Was the device able to be fired at all? Did the device cut the tissue? Were any staples deployed? If yes, please describe the shape of the staples and their location on tissue? What trouble shooting steps were used in attempt to open the device? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Did the patient receive any preoperative chemotherapy or radiation? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastroplasty with bypass technique by videolaparoscopy, the patient had to be surgically reapproached due to changes in exams and bleeding in the abdominal region identified by imaging examination, and as received information from the surgeon, she presented blood clots in the pouch and stomach region, both in the clamp line. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes.